Event description:
The customer obtained a reproducible, (B)(6) from a single patient sample while using the vitros 3600 system. It is unknown if the (B)(6) results were reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the sample was repeated using two different alternate systems for unknown reasons. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a reproducible, (B)(6) result was obtained from a single patient sample while using the vitros 3600 system. There is no evidence that an instrument related or reagent related issue contributed to the event. The root cause of the event is unknown. However, the possibility of the presence of a (B)(6), that is not recognized by the vitros hbsag assay, cannot be ruled out at the time of this report.